Manufacturer narrative:
Additional info: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. The information stored directly on the battery integrated circuit was e valuated. This showed the vimr, voltage imbalance at rest, bit set to fail. Analysis of the extracted gg file shows a difference between the cell voltages of 500 mv. Visual inspection noted damage to an internal resistor. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component failure was identified during product analysis. Voltage imbalance at rest only occurs when the current draw on the battery is low enough to be considered at rest. This is defined in our battery gg file as less than 10 ma. As a result the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. Therefore, no corrective actions are warranted at this time. Additionally, the investigation detected a unreported condition of a damage internal transistor that has no relationship to the reported condition. Replication of the damaged electrical components resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to partial esophagectomy surgery, the nurse removed the power handle from the charger. The handle was shaken, the power turned on and the display of the company name appeared. However after that, the power shut down and there was no response. There was no response even though the green button was pressed. Then the handle was returned back to the charger for about 30 minutes and then removed the handle but the screen remained dark. The shell was attached and connected the adapter, but there was no calibration tone, and there was no response. In addition, there was no trace of being dropped. Another device was used to complete the case. There was no patient involvement.